Manufacturer narrative:
The pump was returned to animas for evaluation. During investigation it was found that all the keypad button presses did not activate desired pump functions. The up arrow key contact was inverted. There was evidence of keypad adhesive found under all key contacts.

Event description:
Per distributor, it was reported that the buttons are not reacting.